Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab technician. The carefusion failure analysis lab technician evaluated the device, verified the complaint and determined that the root cause of the reported event was a faulty component on the tran com alarm (tca) pcba which is part of the gas delivery engine (gde). Carefusion has initiated an internal corrective action through our corrective and preventative action system to further investigate this issue. The faulty device was routed to the carefusion service department where the carefusion service representative completed the repair of the device by replacing the tran com alarm pcba on the gas deliver engine (gde) and running the device through a complete checkout per the operator's and service manuals. Upon completion the device was returned to the customer ready to be placed back to service.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversion with user facility representative. "Jenny in biomed called reporting while this ventilator was on standby in the nicu, the respiratory therapist heard a loud popping sound and then noticed a burnt odor. When she received this unit for evaluation she noted the following codes in the event log: ifs ad ref fault tca ref fault pneumatic module ftc. I explained these codes are related to the inspiratory flow sensor and tca board in the gde. She would like field service dispatched for full evaluation." The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a carefusion field service representative. "Fsr [name removed] called stating while onsite for evaluation, he found one of the u36 chip on the tca board is burnt. He also ran through an est and disconnected the oxygen source and the ventilator alarmed visually but not audibly. I suggested he send this ventilator in for full evaluation on (B)(4)." The following additional information concerned the event was copied from an e-mail attachment received from the user facility on (B)(4) 2014 that was in response to an e-mail sent by carefusion seeking additional information. "Avea was in "standby" in a nicu room w/o a patient on (B)(6) 2013 when an rt staff member heard a loud "pop" noise. When she entered the room she smelled something burning. Unit was immediately removed from service and brought to biomed. Not on patient at the time of the incident."